Event description:
During a tips procedure while the md was trying to angioplasty the tract into the portal vein a balloon ruptured. While trying to retract the balloon the catheter appeared to be stuck on the wire. Ultimately he removed the amplatz wire with difficulty and an angled glidewire was placed. He withdrew the sheath balloon system in one piece leaving the wire behind. A piece of the catheter broke loose which appears to be just the distal marker. With injection of contrast there was no filling defect identified within the vein although there is clearly a small catheter fragment manifested by the distal marker of the catheter. The md placed a self-expanding stent extending from the hepatic vein into the portal vein with time hopefully it will open up the track to a greater degree. No harm to the patient.